Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined.

Event description:
Approximately 3 weeks post pulmonary vein isolation (pvi) ablation procedure using a therapy cool flex ablation catheter, the pt developed an esophageal fistula. The physician had successfully performed ablation of the left pulmonary veins and the atrial roof line, followed by an inferior posterior ablation line from the left inferior veins to the right inferior veins. The power and irrigation settings were constant throughout the procedure and the pt left the lab in sinus rhythm. An esophageal temperature probe was not used during the procedure. There were no reported performance issues with any sjm device. The pt presented to the hospital on (B)(6) 2013 with seizures and a CT scan revealed an esophageal fistula. The pt was taken to surgery to repair the esophagus and remains hospitalized.